Event description:
It was reported that a home patient (hp) experienced a high drain alarm on a homechoice (hc) machine during use. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, indicating an increased intra-peritoneal volume (iipv) event. A technical service representative (tsr) reviewed the therapy log with the registered nurse (rn) and nothing unusual was noted during troubleshooting for the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured in 1996. As the homechoice was not returned, a device analysis could not be completed. A review of the device history records showed no issues related to the reported problem. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of an iipv-adult. The reported problem was not confirmed. Should additional relevant information become available, a follow-up report will be submitted.